Event description:
It was reported that an ilet bionic pancreas experienced a nonresponsive sleep/wake button and repeated firmware update failures, including update attempts that stalled at 0%, which also interfered with meal announcements; the device was intermittently recoverable with charger connection, long-button press, restarts, and app reinstallation, but update failures persisted and a replacement was arranged. Symptoms included hyperglycemia noted by the caregiver, which prompted transition to backup therapy. Outcomes included interruption of insulin delivery workflow, reliance on backup therapy, and planned device replacement. Investigation included guided troubleshooting, power cycling, app reinstallation, bluetooth disconnection, use of alternate phone, and attempted over-the-air firmware updates. Investigation of this device was confirmed and revealed persistent user interface and software update malfunction affecting the device control and meal announcement functions, with functional recovery only transient after resets. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction related to firmware update failure and button responsiveness that could not be corrected through standard troubleshooting.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."